Event description:
Customer reported that the numbers were scrolling on the insulin pump when attempting to enter her blood glucose readings. Customer stated that she went outside with the insulin pump while it was raining. Customer's blood glucose reading at the time of the call was 409 mg/dl. No further information reported.

Manufacturer narrative:
Failure analysis revealed that no unexpected numbers scrolling on keypad noted. No moisture damage found on the electronic, motor, vibrator, and battery tube assemblies during visual inspection. Button response functioned properly. However, corrosion was found on the keypad traces. The device has minor scratches on the lcd display window, cracks on the battery tube threads, and cracks on the reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.